Manufacturer narrative:
Only a picture and x-ray images of the explanted broken frame of the mesh of the hernia repair device, rebound hrd (lot number 140015) were sent to us (the manufacturer) by the distributor who is the initial reporter. No malfunctioned device was returned to us.

Event description:
The frame (also known as the ring) of the mesh of the implanted hernia repair device (rebound hrd) broke. It caused an injury to the patient.